Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. The insulin pump monitored for several hours and no button error alarm noted. However, the insulin pump unable to prime during prime test and motor error alarm during the basic occlusion test due to cracked end cap. The displacement test functioning properly. Motor passed motor test. Also received with cracked case at the display window corner, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.